Event description:
It was reported by the (B)(4) study that approximately 2 years after placement of a 7x120mm smart control stent in the right superficial femoral artery he was diagnosed with right common femoral artery stenosis that was treated with balloon angioplasty 7 months later. At study inclusion, the patient was allocated to the sm-01 group, and a study device was placed (diameter 7 mm x length 120 mm) for 90% stenosis at the right superficial femoral artery. No residual stenosis was appreciated. Two years later, the patient had an ultrasound examination of the lower limb arteries as an outpatient. He was diagnosed with right common femoral artery stenosis and bilateral anterior tibial artery occlusion. The occluded lesions were only the peripheral arteries, so these events remained untreated with observation. Seven (7) months later, the patient received an ultrasound examination of the lower limb arteries as an outpatient. He was diagnosed with right common femoral artery stenosis and left superficial femoral artery stenosis. A few weeks later, abi was 0.68 in right leg. Also considering the result of ultrasound examination, the evt was scheduled for the right common femoral artery. The evt was performed for the right common femoral artery with 75% stenosis. The right cfa was favorably dilated with balloon to 25% stenosis. Three (3) days later, the abi was improved to 0.83 in the right leg and five days later, the patient was discharged to home in the good condition. Physician¿s comment: it was judged to be possible to rule out a causal relation to the study device and procedure because the exacerbation of aso was considered to be the cause of right common femoral artery stenosis. It was listed as sae because the patient was admitted to hospital, but then he discharged to home and this event was closed as recovered. The physician¿s judgment: it was judged to be possible to rule out a causal relation to the study device.

Manufacturer narrative:
Additional information was received that the target lesion was 100mm and the vessel diameter was 0.5mm. The lesion was moderately calcified with no vessel tortuosity. The lesion was pre-dilated prior to stent implantation with a 5x100mm fox cross balloon catheter was 8 atm. Pre and post procedure medications included plavix 75mg tablets, bayaspirin 100mg tablets, warfarin, and opaprosmon tab.5-g and during the procedure, novo-heparin 5ml. The lesion was post-dilated after stent implantation. It is unknown if the patient was on anti-platelet therapy at the time the stenosis was found. The stenosis was considered to be within 5mm of the study stent. The status of the patient following the new pta procedure to treat the stenosis was ¿good condition finally.¿ the stenosis was not within 5mm of the stent and follow up information on if the stent was patent is pending.

Manufacturer narrative:
No further information is available and no further reports will be forthcoming.

Manufacturer narrative:
It was reported by the (B)(4) study that approximately 2 years after placement of a 7x120mm smart control stent in the right superficial femoral artery he was diagnosed with right common femoral artery stenosis that was treated with balloon angioplasty 7 months later. At study inclusion, the patient was allocated to the (B)(4), and a study device was placed (diameter 7 mm x length 120 mm) for 90% stenosis at the right superficial femoral artery. No residual stenosis was appreciated. Two years later, the patient had an ultrasound examination of the lower limb arteries as an outpatient. He was diagnosed with right common femoral artery stenosis and bilateral anterior tibial artery occlusion. The occluded lesions were only the peripheral arteries, so these events remained untreated with observation. Seven months later, the patient received an ultrasound examination of the lower limb arteries as an outpatient. He was diagnosed with right common femoral artery stenosis and left superficial femoral artery stenosis. A few weeks later, abi was 0.68 in right leg. Also considering the result of ultrasound examination, the evt was scheduled for the right common femoral artery. The evt was performed for the right common femoral artery with 75% stenosis. The right cfa was favorably dilated with balloon to 25% stenosis. Three days later, the abi was improved to 0.83 in the right leg and five days later, the patient was discharged to home in the good condition. Physician¿s comment: it was judged to be possible to rule out a causal relation to the study device and procedure because the exacerbation of aso was considered to be the cause of right common femoral artery stenosis. It was listed as sae because the patient was admitted to hospital, but then he discharged to home and this event was closed as recovered. The physician¿s judgment: it was judged to be possible to rule out a causal relation to the study device. The target lesion was 100mm and the vessel diameter was 0.5mm. The lesion was moderately calcified with no vessel tortuosity. The lesion was pre-dilated prior to stent implantation with a 5x100mm fox cross balloon catheter was 8 atm. Pre and post procedure medications included plavix 75mg tablets, bayaspirin 100mg tablets, warfarin, and opaprosmon tab.5g and during the procedure, novo-heparin 5ml. The lesion was post-dilated after stent implantation. It is unknown if the patient was on anti-platelet therapy at the time the stenosis was found. The stenosis was considered to be within 5mm of the study stent. The status of the patient following the new pta procedure to treat the stenosis was ¿good condition finally.¿ the stenosis was not within 5mm of the existing stent but it is not known if the study stent was patent. The patient is a (B)(6) male with prior history including evt performed for the right common femoral artery with 75% stenosis. The product remains implanted and is thus not available for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. In-stent restenosis (isr) is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Based on the available information there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken.

Manufacturer narrative:
(B)(4). The product remains implanted and is thus not available for analysis. Additional information is pending and will be submitted within 30 days upon receipt.